Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse adjusted and replaced multiple parts to resolve the issue. System performance was verified after the repairs were completed. All verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction, although no one part can be implicated as the sole contributor in this event. (B)(4). All mdrs associated with this event: 2122870-2016-00152; 2122870-2016-00153.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results in association with the unicel dxi 600 access immunoassay system serial number (B)(4)for three (3) samples (designated as sample one (1) through three (3)) from a patient. Sample two (2) and three (3) from the patient were reanalyzed using the same unicel dxi 600 access immunoassay system and results, above and within the assay's normal reference range, were obtained. The customer stated the non-reproducible access accutni+3 results were reported from the laboratory. There was no reported change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results MDR 2122870-2016-00152 will address the non-reproducible access accutni+3 results associated with sample one (1). The customer stated quality control (qc) recovery was within the laboratory's established acceptable ranges before and after the event. The customer performed a complete system check after the event and one (1) portion failed. That portion of the system check was repeated twice and the final results passed within published specifications. The sample was collected in a plasma separator tube. The customer did not provide the time, speed, and/or temperature at which the sample was centrifuged. There were no sample integrity issues reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.